Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient was wearing the pod for 36 to 48 hours on the arm. The patient has a stomach condition where food stays stuck in the stomach. Patient's blood glucose levels rose to 420 mg/dl so they went to the hospital. The patient was treated with antibiotics and intravenous therapy with fluids, zofran and pain medications. Patient was also put on an insulin drip. Patient remained in the hospital for 2 days.